Event description:
Atrial septal occluder embolized to mitral valve approximately one hour after procedure. The patient experienced mitral regurgitation as a result of device embolization. Patient had surgical intervention for the removal of the device and patch closure of the asd.

Manufacturer narrative:
The cath lab report, op report, and a cd with the echos were received. They are currently being reviewed by a medical professional.